Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, vomiting and fatigue. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection of amikacin (1gm daily, ongoing), injection of ceftazidime, (1 gm daily, ongoing), and an injection of heparin (1cc daily, ongoing). The same day as event onset, the patient experienced cardiac arrest and subsequently passed away. The cause of death was reported as cardiac arrest. Pd therapy was ongoing prior to death and at the time of death. No additional information is available.